Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). Attempt was made to gather thorough event information during complaint processing; the physician commented that there was another cto in the lad. Performing CABG was a planned intervention when pci would not restore the blood flow. Calcification was really severe and very hard and this condition contributed to device defects, it was not related to the quality of the devices. The patient had been in stable condition after the CABG. The subject guide wire was returned for evaluation. The returned guide wire had its coil wire elongated for approximately 240mm from the proximal solder. At approximately 145mm from the proximal solder, the core wire was found separated. The core wire fracture was microscopically observed. The core wire had a flat fracture surface and helical marks were seen on the core wire shaft. The elongated coil wire was also microscopically observed. The coil wire was shaved off by a rota burr as reported. The above findings indicated that the core wire was fractured at approximately 5mm and the coil wire was fractured at approximately 40mm, including 17mm of the inner coil wire, from the distal wire end. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information and the investigation outcome, it was concluded that torsion exceeding the product design limit was inadvertently applied to the subject guide wire or the concomitant microcatheter while the subject guide wire was being trapped by the lesion. The core wire was assumed to become separated due to the excess torsion and the coil wire was assumed to become elongated due to tensile stress applied during wire removal. There was no indication of product deficiency. Instructions for use states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that during a percutaneous coronary intervention (pci) to treat a heavily calcified in-stent cto in the rca #3, the subject guide wire could cross but the concomitant microcatheter, a balloon catheter, and an asahi penetration catheter failed to cross the lesion. In order to implement rotablation, the microcatheter was again advanced into the lesion by rotational manipulation when the catheter tip became trapped. To release the stuck catheter tip, a new 0.014 inch guide wire was advanced in parallel; however, the attempted went unsuccessful and the catheter tip became separated. The subject guide wire was then removed from the anatomy when stretching of its coil wire was recognized. The elongated coil wire was cut by rotablation near rca #2. CABG was performed and the blood flow was reestablished.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.